Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery exploded in battery compartment and battery was stuck and battery cap was broken. Customer's blood glucose was 450 mg/dl and was off of insulin pump. It was not clear how long customer was off of pump. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, cracked lcd window and corroded battery tube.